Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during femur and tibia collection in a cori assisted tka surgery, the computer would continue to collect data points even after the surgeon released off the black foot pedal. This error happened several times during both femur and tibia collection. To fix this issue, the stop button on the screen had to be clicked multiple times for the point collection to stop. Then, the surgeon would proceed the data collection by holding down on the black pedal again. This routine occurred multiple times. There was no physical damaged noticed on the pedal and the black pedal did not appear to be depressed down after the surgeon released off the pedal. The procedure was completed with the same device without significant delays. The patient was not harmed.

Manufacturer narrative:
The real intelligence cori part number (B)(6), (B)(6), used for treatment was not returned for evaluation. A visual and functional evaluation could not be performed and a relationship between the reported event and the device could not be determined. The log files necessary (naviosystem.log) to identify the cause of the complaint were not provided. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been linked to a known software bug. A review of manufacturing records indicates the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. Although no further action will be taken at this time the issue will be continuously monitored through complaint investigation and post market surveillance. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.